Event description:
Medtronic received a report that pipeline flex stent (ped) encountered resistance in middle section of the catheter and did not stuck. The patient was undergoing treatment of an amorphous, unruptured right posterior communicating artery aneurysm with a max diameter of 4.6mm and a 3.1mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone was 3.1mm distally and 3.8mm proximally. The access vessel was the right femoral artery, with 7mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that during the delivery of the stent through the catheter, the operator said that it was stuck in the middle of the catheter. The stent did not move when it was delivered forwards and backwards. The operator suspected that the catheter lining was damaged, or the stent was damaged or unloaded. The angiographic result post procedure was normal. The pipeline was used for an indication that is approved (on-label). It was unknown whether the catheter or the pushwire were damaged. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. 2025-jul-27 e1 (rep, hcp, for): additional information received reported the procedure was completed by replacing with medtronic stent and catheter. There was no damage to the pipeline pushwire or catheter observed. 2025-jul-29 e2 (rep, hcp, for): additional information received reported the stent could not be removed from the catheter, so the stent and catheter were returned as a whole.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened phenom 27 inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield braid returned stuck within catheter. Damage location details: the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. The event was previously submitted via regulatory report cited in h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.